Event description:
The device was used during an unk procedure. It was reported by the affiliate that the gasket of the device split. A new device was used to complete the case. There was no pt consequence.